Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the pump did not recognize the cartridge and pushed all the insulin out during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction number: - 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history indicated no 'load step malfunction' or 'loss of prime' warnings on the reported event date. There were no prime volume issues observed in the prime history. The pump booted up to 'verify' screen with no issues. During the load step, the pump was able to detect the cartridge and was found to successfully prime. The pump cover was removed and there was no indication of moisture. The force sensor and power circuits were inspected with no defects found. Unrelated to the complaint, the vibratory motor pins were found to be misaligned.